Manufacturer narrative:
The log file was downloaded and checked and did not indicate any malfunction of the ventilator evita 2 dura. The hospital staff reported that the ventilator audibly alarmed at the time of the incident and that no one is questioning the function of the ventilator.

Event description:
It was reported that on (B)(6) at approximately 06:30, an incident occurred with the pt (undisclosed details) which resulted in brain death. The customer does not allege that the ventilator evita 2 dura malfunctioned in any way. The customer stated that the ventilator did audibly alarm and posted the proper alarm messages at the time of the incident.